Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate adapter contained particulate matter while being reconstituted with a viaflo 100ml bag of sodium chloride and 1g cloxacillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted particulate matter inside the vial. The cause of the matter was determined to be coring from the adapter due to activating the device at an angle. The device was functionally tested by activating the adapter straight rather than at an angle and coring did not occur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.